Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm. Customer did not received low battery alert prior to replace battery now alarm. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated insulin pump was not exposed to moisture. Customer stated that display return after reinsert battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.